Event description:
The service repair technician reported that during routine testing of the device at the service center, that a high potentiometer (hi-pot) failure occurred. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service technician replaced the power supply in the unit. With the power supply replaced, the blood parameter monitor (bpm) operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.